Event description:
Pt noted to have low vte (exhaled tidal volume) on ventilator with air leak around stoma resulting in inadequate ventilation. Pilot balloon was mostly deflated with fluctuations in size corresponding to patient respirations. Mlt (minimal leak technique) performed and cuff would not hold pressure. Emergency trach change done. Procedure done according to company policy. Post procedure, device was tested via water air leak test and it came back positive for a blown cuff.